Manufacturer narrative:
Unit power up properly after battery installation. Unit passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose value was 183 mg/dl. The customer was assisted with troubleshooting. Customer received a low battery alert prior to replace battery now alarm. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The device will not be returned for analysis.